Event description:
During an arthroscopic procedure, the dyonics intelijet fluid management system pumped at a high flow rate ignoring the set flow rate. Per the report provided by the hosp the unit in question was examined by the bio-medical dept found to be operating properly.